Manufacturer narrative:
This report is submitted on november 14, 2019.

Event description:
Per the clinic, the patient was experiencing poor magnet retention. The patient had a skin flap reduction procedure on (B)(6) 2019. The implant remains in-situ.